Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the half-height pyxibus module controller and the printed circuit board assembly for the drawers controller to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 3.1 and 3.2 failed and was not detected on the communication bus. The customer reported that the user was able to remove the medication and there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.